Event description:
Distributor noted at receiving inspection there is a hole on the clear side of the pouch. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. Merit determined on 10/19/2010, that a product removal would be required for four (4) specific lots of the merit vaclock/medallion syringes because there may be holes in the package which may render the product non-sterile. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 10/22/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 10/27/2010. No additional form 3500a reports will be filed for this event. Notification of field section taken.